Manufacturer narrative:
The cobas e 801 module serial number is (B)(6). The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas 8000 e 801 module. On (B)(6) 2025: at 2:44 pm, the initial result for the patient sample was 111 ng/l. The result of a new patient sample collected after 3 hours was 9.5 ng/l. The result of a control blood sample after two hours was 12.7 ng/l. On (B)(6) 2025: at 10:44 pm, the repeat result of the initial patient sample was 6.73 ng/l or 7 ng/l.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the centrifugation time was shorter, while the speed was faster than the recommended guidelines. The sample foam detection camera images indicate that the active gripper wheels are covered with dust, and the patient sample has numerous particles of different sizes. The investigation determined the event was consistent with sample contamination. A general reagent problem was not detected because the qcs before the event were within range. The investigation did not identify a product problem.